Event description:
It was reported that a peritoneal dialysis (pd) patient was going to the hospital because the patient was experiencing peritonitis. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d16029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).